Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of an x-ray showed the lead perforated the rv apex. The lead was repositioned successfully.